Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended.